Manufacturer narrative:
(B)(4) the device history review for the product horizon ti ml 6/cart 120/box, lot #73d1600467 investigations did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available and it is not possible to determine the source of the defect reported. The manufacturer will continue to monitor and trend related events.

Event description:
The clips did not close properly. The patient's condition was reported as fine.